Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture baker grade unknown. Are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture baker grade unknown and drops and leans under the arm pit.

Event description:
Patient reported left side capsular contracture baker grade unknown and that the left side drops and leans under the arm pit. The device remains implanted. Healthcare professional reported left side fluid around implant device.